Event description:
Healthcare professional reported injecting a patient in the lips with 1 ml of juvéderm® volbella¿ xc. The patient experienced ¿acute onset vascular occlusion¿ that included ¿discoloration and compromised perfusion with emerging signs of necrosis¿ starting at the base of the lip and progressed superiorly toward the nasal tip, tear trough, and glabellar region. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.